Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was doing fine. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the cause of the issue was human error. The pump was reprogrammed per the instructions received. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, product type programmer, physician .

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that the hcp just realized the drug concentration information was programmed incorrectly. The pump was programmed with the drug as 30 mg/ml at 5.6 mg/day, but the actual concentration was 15 mg/ml. The event date was unknown, but per the hcp the programming had been this way for months. The hcp wanted to correct the clerical error and was requesting assistance in confirming the calculation for the correct daily dose. The patient was doing well and had no therapy issues, so they wanted to keep the patient at the same flow rate. It was determined that for the corrected concentration of 15 mg/ml the daily dose should be 2.8mg/day to achieve the same flow rate. The patient had no symptoms related to the event. On (B)(6) 2017 it was reported that everything was okay with patient now. No further patient complications have been reported as a result of this event.